Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated shoulder surgery wherein surgery mode was not enabled on the ipg. A manufacturer representative met with the patient and deemed the ipg to be inoperable. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient underwent surgical intervention on 10 march 2023 where the ipg was explanted and replaced.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was unsuccessful. It was reported on (B)(6)2023, ipg was replaced. During the procedure high impedances were observed on one lead. The lead could not be removed due to scar tissue. The patient left with one lead implanted. The ipg was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was unsuccessful. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error